Event description:
It was reported that the patient had a return of symptoms and their patient programmer was not working. The patient had a loss of therapeutic effect and the issue began a couple of weeks ago. It was noted that it was not strong like it used to be, the patient was leaking, and this happened gradually. The patient was doing real good, but now they were not getting the strong signal like before. It was reported that the patient was not able to adjust stimulation and this issue began a few days ago. The patient tried changing the batteries and it did not help and it wasn¿t doing anything. It was stated that the patient used the antenna and was only getting the poor communication information screen. The patient tried without the antenna and got the poor communication screen and after the patient had some assistance they were able to connect after a few attempts. It was reported that the patient did not see a lightning bolt in the upper left corner of the screen and the patient turned stimulation back on. The patient turned stimulation up to 1.4v on program 4 and if the patient went up too high at 1.5v they felt a shocking sensation in their leg. It was stated that the patient did not know what happened and would take their medicine and would still just keep going to the bathroom. The patient was using the patient programmer, but didn¿t have anyone to help them and their device had helped them a lot.

Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3093-28, lot# va011wd, implanted: (B)(6) 2012, product type: lead. (B)(4).